Manufacturer narrative:
The device was returned but has not yet been evaluated. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. A f/u MDR will be submitted to report the investigation results.

Event description:
The customer said that he didn't think that the cannula went under the skin. He also reported that about an hour after the pod was removed, his blood glucose level was 285 mg/dl and went back to normal.